Event description:
Literature was reviewed regarding the outcomes of programmed ventricular stimulation prior to planned pulmonary valve replacement (pvr) in patients with repaired tetralogy of fallot. Of the 77 patients included in the study population, 8 underwent pvr with a medtronic melody transcatheter pulmonary valve. Among all 77 patients, the following adverse outcomes occurred during follow-up: sustained ventricular tachycardia (vt) treated with shocks from a previously implanted implantable cardioverter defibrillator (ICD); ¿well-tolerated¿ sustained vt followed by ICD implantation; syncope and non-sustained vt warranting ICD implantation; and inappropriate anti-tachycardia pacing for atrial flutter. No further information was provided pertaining to the melody valves.

Manufacturer narrative:
Citation: bouyer b, jalal z, daniel ramirez f, et al. Electrophysiological study prior to planned pulmonary valve replacement in patients with repaired tetralogy of fallot. J cardiovasc electrophysiol. 2023;34(6):1395-1404. Doi:10.1111/jce.15940 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.